Event description:
The incident occurred during the laparoscopic portion of the procedure. The instrument, ets flex 45 endoscopic articulating cutter and reload, was fired once with the original staple cartridge in place. No problem was noted. Then one reload was used with no problem noted. Then on the third firing of the instrument with the second reload the surgeon stated that the instrument made a horrible ratcheting noise when it was closed. The instrument then was very difficult to open. After struggling with the handle the staple opened slightly enabling the doctor to disengage the device from the tissue (ovarian vessels). The doctor states that the tissue was crushed, not stapled. However, this posed no problem for the patient as this was to be surgically removed anyway. Then the doctor states that it was difficult to remove the stapler through the trocar because the jaws of the staple cartridge would not close.